Manufacturer narrative:
The two used needles involved in the procedure resulting in the reported issue were not returned for evaluation. 2 unused, unopened needles were returned. Both returned devices were sent for further evaluation by the subject matter expert. The tips were checked for sharpness and echo tipping was inspected. The needles passed with no issues detected. No imaging was received to assist the investigation. Additional information was requested, but no response was received. Review of device history record (DHR) found the work order for lot a1129674 appeared complete, and the quality control inspection was verified to ensure that the devices passed inspection. There is no evidence that a device non-conformance or deficiency contributed to the reported event. One device was rejected due to ¿damaged tip (dislodged protector)¿. There were no temporary deviations in place at the time of manufacture. Review of specifications found that there are a number of processes and checks in place which would identify a damaged needle prior to shipment. The instructions for use (IFU) supplied with k-osn devices in the USA for general information states: "precautions: vaginal bleeding has been reported to be associated with the trans vaginal route for oocyte retrieval via needle aspiration. Bleeding is typically easily controlled with direct pressure." An earlier heath risk assessment (hra) was raised to address the concerns of increasing reports of bleeding post procedure in 2021/2022. Hemoperitoneum is a recognised complication related to the use of needles to aspirate follicles for oocytes in ivf. These incidents related to single lumen ovum pick-up needles and double lumen ovum pick-up needles. A root cause for the trend was not able to be determined. To date, complaint investigations have not identified a manufacturing or design defect. The devices meet their defined quality specifications. Engineering risk management of the design and process risks found that from an engineering perspective, the failure modes which can contribute to ¿bleeding¿ are controlled by design and process risk mitigation. There is no evidence to indicate the failure modes which cause bleeding had occurred, and there are suitable controls in place to reduce the risks of these failures occurring as much as possible. Clinical evaluation report for ovum pick-up needles addresses the following: - haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. - in conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. An earlier corrective and preventative action (CAPA) was initiated to address an increase of bleeding after using cook ovum pick-up needles. After extensive investigation into manufacturing processes, needle design, design changes on single and double lumen devices over the proceeding 3-year period, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test, a single root cause could not be identified. The manufacturer has a quality management system (qms) requirement to always review the complaint history during a complaint investigation to ensure that trends are constantly monitored. Based on the available information, and inspection of the returned unused product, a definitive root cause could not be determined. The potential root causes are: - insufficiently trained physician - patient related factors - procedural complications should additional information be received at any time in the future the investigation may be updated, and an additional report may be supplied.

Event description:
Excessive bleeding after using 2 needles (1 patient).

Manufacturer narrative:
(B)(4) (lot a1129674 x2) and (B)(4) (lot a1132200 x2) are related two patients in total.

Event description:
Excessive bleeding after using 2 needles (1 patient).